Event description:
Report received of an independent rate change. The pump was programmed in the concurrent mode to deliver cardizem 125mg/125ml at a rate of 10ml/hr on the primary line. The seconary line was programmed to deliver normal saline at a rate of 20ml/hr. The dose limit was not specified for either infusion. At 2130, a new bag of cardizem was hung. It was reported that no settings were changed and the infusion continued at a rate of 10ml/hr. At 2330, the nurse was notified by the pt's sitter that the pump was alarming. The nurse noted the pump was alarming for air in line, the cardizem bag was empty, and that the pump's rate was at an unspecified "different rate", instead of the intended rate of 10ml/hr. The nurse also noted that while at the pt's bedside, the pump powered itself off, and within a few secs it powered itself back on and began to infuse at that same unspecified rate. The cardizem was discontinued and the pump was removed from clinical svc. The normal saline infusion was resumed using a replacement pump. There were no reported adverse pt effects and no medical interventions were required. It was reported that no cell phones were present at the time of the event. Though requested, no add'l info was provided.